Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: md vit slv and 2.0mm homog cbl; cat#6704-0-510; lot#50201002, md vit slv and 2.0mm homog cbl; cat#6704-0-510; lot#50133911, md vit slv and 2.0mm homog cbl; cat#6704-0-510; lot#50201002, md vit slv and 2.0mm homog cbl; cat#6704-0-510; lot#4927101, md vit slv and 2.0mm homog cbl; cat#6704-0-510; lot#50133901, md vit slv and 2.0mm homog cbl; cat#6704-0-510; lot#50133901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that due to bone fracture, the patient required revision of femoral implants.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving a dall miles cable was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined, because insufficient information was provided. Further information such as x-rays, return of device, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that due to bone fracture, the patient required revision of femoral implants. Update per conversation with sales rep: patient was revised for unknown reasons where the biomet cup was revised and stryker cement & an additional dall-miles cable was implanted. Sales rep noted patient previously had cancer and poor bone quality.